Manufacturer narrative:
The death was reported greater than eight years from today and no contacts/events regarding the system have ever been received/reported. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. No further information has been obtained at this time that could or would disassociate the death from the device system and/or the death. This event will be processed with the information at hand and will be captured as a medical/death on incoming information. Product ID: bsx-lead; product ID: bsx-lead6. (B)(4).

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Product event summary # product ID# 7230cx the device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Event description:
The patient was reported as deceased by a family member more than eight years ago. The patient was reported as having received therapy from the device and should not have received this therapy and once the shock was delivered the patient fell. During the fall, it was reported that the patient hit his head and bleed out and was pronounced as deceased.